Manufacturer narrative:
The pump received with constant failed battery test alarm due to corroded battery tube and corroded battery cap contact. Analysis was unable to confirm unexpected restart alarm and unable to test for motor error alarm due to failed battery test alarm. The motor was tested outside the device and passed. No blank display noted. Scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display, unexpected restart, and motor error alarm. The blood glucose at the time of the incident was 351 mg/dl. The customer states she replaced the battery , but the screen went blank. Troubleshooting was performed and noted the battery compartment was damaged. The history was reviewed and noted an unexpected restart and motor error alarm. The device will be returned for analysis.